Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated field: d8, g6, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had foreign material on the distal end, objective lens light guide lens and the air and water nozzle. The event had occurred during installation. There were no reports of patient harm.